Event description:
It was reported to philips that the electrode plate could not be identified. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddle. The reported problem was confirmed. The device was operational after replacement of external paddle was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.